Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. (B)(6).

Event description:
Siemens was notified on (B)(6) 2013 that the gantry collided with the patient's head while undergoing treatment. Reportedly, an autosequence was setup in mosaiq such that the gantry needed to move from 350° to 175° while the treatment table was in the collision area. During this autosequence the gantry collided with the patient's head while moving from one field (gantry 350°) to the next (gantry 175°). The gantry pressed the patient's head against the treatment table. The patient sustained some skin injuries as well as some swelling on the head. Medical examination of the patient confirmed that the patient was fine and treatment resumed. This reported incident occurred in (B)(6).